Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient was treated with vancomycin (1g in the next exchange, route not reported) and injection magnova (1g in the next exchange and then 500mg in each following exchange). At the time of this report, the patient was reported to have recovered from the peritonitis. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.